Manufacturer narrative:
(B)(6). Patient sex, date of birth, weight, describe event or problem, other relevant history, if implanted, give date, patient codes updated. (B)(4)

Event description:
It was further reported that the index procedure was performed in (B)(6) 2010. The 2.25 x16mm, 2.25 x8mm, 2.5 x24mm taxus liberte atom stents were placed in the order of distal to proximal left anterior descending (lad) artery. The 2.25 x8mm taxus liberte atom stent was placed in mid lad to bridge the gap between the implanted stents. During the procedure, a type b vessel dissection was noted at the end of the distal stent and was not intervened. Following stent placement, residual stenosis was 0%. The patient was discharged with 325mg acetylsalicylic acid (asa) and 75mg plavix daily for 12 months. In (B)(6) 2011, the patient presented due to progressive exertional angina. At the time of the event, the patient was on 325mg acetylsalicylic acid (asa) and 75mg plavix. Echocardiography and cardiac catheterization was preformed. Progression of left main trunk (lmt) disease and aortic stenosis was noted. It was also observed that there is progressive narrowing of lmt to 50% with 50-60% narrowing of the ostial to prox lad.

Event description:
Same case as MDR ID: 2134265-2014-02409; 2134265-2014-02410; 2134265-2014-02413. (B)(4) study. It was reported that restenosis occurred. In an unspecified date, 8 x 2.25mm, 8 x 2.25mm, 24 x 2.5mm and 16 x 2.25mm taxus liberté atom stents were implanted in the mid left anterior descending artery (lad). In (B)(6) 2011, coronary angiography was performed. In (B)(6) 2011, coronary artery bypass graft (CABG) was done to treat the mid lad.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).